Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon explanted an micl implantable collamer lens from the patient's right eye (od) on (B)(6) 2016 due to the development of a cataract. Cataract surgery was performed. The reporter indicated it was a nuclear cataract and was unrelated to the icl. The lens was originally implanted by another surgeon at a different facility. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.